Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 25/03/2026. The device was returned to olympus for inspection, and the reported failure displayed image was flickering confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "displayed image was flickering" was due to twisted cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had flickering on the screen and defective cable during set up. There were no reports of patient involvement.